Event description:
The report received from the field indicated that several hours after successful implantation of a cypher 2.5 x 13 mm stent in the circumflex target lesion, the pt complained of chest pain. The pt was reported to have experienced acute closure of the previously implanted cypher stent. The pt was treated by implantation of three (3) additional stents: a cypher, a taxus atom, and a xience stent. Additional info has been requested. The cypher 2.5 x 13 mm stent was implanted at 18 atm for 20 sec. The stent was post-dilated with a non-compliant balloon at 14 atm for 20 sec. The pt was reported to have tolerated the procedure/medications well and was sent to recovery.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.